Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Reporter telephone number: (B)(6). Device evaluation: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) rotation was difficult and the surgeon was unable to place the iol in the desired orientation as the iol did not move at all for the surgeon. This led to zonular dialysis/dehiscence. The lens was fully inserted and removed in the same procedure. A capsular tension ring (ctr) was placed and a 3-piece iol was implanted as a replacement. There was an incision enlargement. There was no delay in treatment and no sutures or vitrectomy required. There was no damage or patient injury. The patient is feeling ok post-operatively. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: oct 6, 2022. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, the lens could be observed to be cut however, the cut did not separate the two halves of the lens. No further issues could be identified and no issues that could contribute to or cause positioning issues were identified. The complaint issue ¿dc-positioning issue¿ and was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.